Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system across the lesion. While attempting to pull back the delivery system into the guiding catheter, the stent dislodged. Entire system removal, including guiding catheter, is recommended in the instructions for use. The stent was retrieved with a snare. The pt status is listed as "okay".